Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins). It was reported that patient was calling for MRI guidelines regarding the leads he still has implants. Patient said he has ins implant in 2009 and was removed in 2014. Patient said the ins was removed but the lead and anchors were not removed. Patient said he was having problems with the battery. Patient said the battery was getting real hot. Reviewed guidelines for abandoned lead. No further patient symptoms or complications were reported in this event.